Manufacturer narrative:
The reason for reoperation is: migration and malposition follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "device migration/implant malposition". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "device migration/implant malposition". This record is for the left side. Device was explanted.